Manufacturer narrative:
Sietz et al. " failure of the hinge mechanism in total elbow arthroplasty." J shoulder elbow surg (2010). 19:368-375. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by william h. Seitz jr., hisham bismar and peter j. Evans involving hospitals (B)(6).

Event description:
It is reported in a journal article that one patient experienced osteolysis of the distal humeral metaphysis following elbow arthroplasty. No further information is available.